Manufacturer narrative:
Device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (won't power up) was confirmed. Upon investigation, the battery charger/modem would not power up. The cause for the power up failure was a defective power supply connector. The pins in the connector were recessed. In addition, once the battery charger/modem powered up with a test power supply, the charger/modem was constantly resetting. The cause for the resets was isolated to a corrupt u13 cmos micro-controller on the battery charger/modem bedside board. The root cause for the recessed power supply connector pins could not be positively identified but was likely excessive force when connecting the power supply to the charger/modem. The root cause for the corrupt u13 component could not be positively identified. No adverse event resulted from the defective battery charger/modem. The pt received a replacement battery charger/modem.

Event description:
A (B)(6) distributor contacted zoll customer support to report that a pt's battery charger/modem would not power up. The pt was issued a replacement battery charger/modem.